Event description:
A customer reported a malfunction with their insulin pump, which resulted in the pump screen going dark and not turning on. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg level and did not seek assistance from a third party. Technical support instructed the customer to plug the pump into a working power source, and the display turned back on. However, the malfunction code could not be reset. The customer's pump was out of warranty and reverted to an alternate method of insulin therapy.